Event description:
A malfunction was reported on the pump after the customer passed through airport security. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.